Event description:
The complainant went to physician and complainant's glucometer elite gave a reading of 128mg/dl while physician's meter gave a result of 282 mg/dl. While on the phone a review of the system was conducted. It was learned that the customer was using excel off brand reagent strips. An attempt was made to perform electronic checks but the customer did not have a check strip nor bayer authorized elite strips. These supplies will be provided to the customer for further eval and testing.